Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dbs therapy indications. It was reported the patient was in the hospital yesterday for chest palpitations and they were having trouble getting the EKG. They inquired if there was any way to do an EKG without turning the stimulation off. No further complications were reported.